Event description:
It was reported to ge that a pt received a red burn mark on their body after prolonged exposure to fluoroscopy. Hosp and third-party health physicist tested the system and found that it was operating within specs. Burn is thought to be the result of the procedure and not from a malfunction of the device.